Event description:
It was reported the customer passed away at home. Date of the customer's death was (B)(6)2015. The cause of death was from pancreatic tumors in the customer's liver. The caller reported the customer was hospitalized on (B)(6) 2015. It was also reported the customer's blood glucose was 202 mg/dl at the time of their death. The caller also reported the customer was wearing sensors, but was not wearing one at the time of their death. It was also found the customer was wearing the insulin pump at the time of death. The caller also reported the customer had multiple endocrine neoplasia type 1 syndrome. The customer became ill on (B)(6) 2014. The caller has agreed to return the insulin pump for analysis to customer service center. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. The data analysis showed that the daily insulin total average was from 0 to 34.9 units, the total basal from 0 to 20.2 units, and the total bolus from 0 to 14.4 units. Two weeks of data were listed for (B)(6) 2015.